Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during manual cleaning and disinfection. A solusope series automatic endoscopic reprocessor (aer) is used for automatic cleaning no defect with found on the aer. Anios detergent and soluscope paa disinfectant are used. All channels were connected when the endoscope was set up in the aer. The concentration and expiration date of the disinfectant are controlled. The water quality of the rinse water is controlled by use of a water filter and laboratory tested. The water filter was replaced periodically in accordance with the instructions for use (IFU). The device is dried by compressed air and stored in an o3 bag treatment. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 12, 2023 sampling from: all channels cfu: 3 cfu/endoscope (2 cfu/100ml) bacterial identification: staphylocoques coagulase negative the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - light guide rod lens (1x) --- cracked - charged coupled device cover lens --- scratched - channel mount --- damaged - mouthpiece --- damaged - air/water cylinder --- scratched - suction cylinder --- scratched - universal cord --- buckles - connector --- broken however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope's suction channel tested positive for 53 colony forming units (cfus) of enterobacteria. All channels of the scope were sampled. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.